Event description:
The customer reported that the system intermittently would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and discussed it with the customer, but no conclusion can be drawn as further repair information is not available.